Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros sodium (na+) result from a single patient sample processed using vitros chemistry products na+ slides lot: 4247-1077-9891 on a vitros 5600 integrated system. Patient sample result of 154 mmol/l vs an expected result of 124 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation determined that a customer reported a non-reproducible, higher than expected vitros sodium (na+) result from a single patient sample processed using vitros chemistry products na+ slides lot: 4247-1077-9891 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event based on the limited information provided. As historical quality control results were not available for a review, a vitros na+ lot: 4247-1077-9891 performance issue cannot be ruled out as a contributor of the event. An instrument related issue cannot be ruled out as a contributing factor of the event as no information about the status of the vitros 5600 system was provided and no precision testing was performed. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot: 4247-1077-9891.